Event description:
Customer reports being unable to obtain a result on the advantage system due to an error within device specifications while using expired product. Customer reported having low blood glucose symptoms at the time; paramedics arrived and customer tested 90 mg/dl on professional device. She was taken to the hospital and treated with an IV of "sugar" water. Customer's low blood glucose symptoms improved and she was released from the hospital several hours later. Requested return of suspect device and replacement was sent.